Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. The liquid is filtered to preserve the suture and the container is stained. So there are some sutures with very little amount of liquid inside, which is doubtful of the correct preservation of the suture and its sterility; also the little amount of liquid makes the catgut very rigid and makes its maneuverability difficult.

Manufacturer narrative:
Samples received: no samples or images received for the evaluation of the claim. Preliminary analysis: stock review: the review of the available units is made and it is identified that to date we do not have units in stock of this product code and lot number. Quantity produced / imported: of this product code and batch number, (B)(4) units were imported in total. Background: the review of the product's background is performed and it is identified that we have received a claim related to this product code and batch and cause. Batch record: a review of the documentation corresponding to the manufacturing of the lot was made, in which the control in process and control of the finished product was verified, and no deviations or alterations were identified during the process. Results for the batch release: the results obtained for the batch release complied with the requirements for this type of suture. Analysis of the sample (s): in relation to the defect reported, we assume that this defect was caused by a failure during the manufacturing process, which can not be immediately identified. This cause was addressed and treated in (B)(6) 2016, the date on which the necessary corrective measures were taken; no more reports have been received for this cause, after this date. What proves that the actions were effective. Conclusions: in spite of not having the necessary samples, and considering that there is a history of a report of this reference, lot and cause, the claim is determined as "justified". Actions: no action is required, since the cause that generated the claim was corrected long before receiving the client's report.